Manufacturer narrative:
The generator was returned due to a low temperature. Functional testing confirmed target temperatures were unable to achieve during the application of rf energy, which confirming the reported temperature issue. Additional analysis isolated the rf issue to the rf amplifier pca assembly. The rf pca was temporarily replaced and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the low temperature and subsequent procedure cancellation was isolated to abnormal functionality of the rf amplifier board.

Event description:
During the procedure, the probes would not heat past 40 degrees c and the procedure was cancelled. Prior to ablating, motor testing was performed successfully but the probes would not increase temperature. The probes were replaced, the needles were repositioned, and the generator was rebooted with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.